Manufacturer narrative:
Photos were provided for review. Photo review is pending. As this is the only complaint associated with this lot number, a device history record review will not be required. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 04/2019).

Event description:
It was reported that approximately five years post port placement, the patient experienced redness, swelling and pain. It was further reported that an alleged damaged catheter was demonstrated on imaging causing anticancer agent leakage. Reportedly, the device was replaced. There was no reported patient injury post port replacement.

Event description:
It was reported that approximately five years post port placement, the patient experienced redness, swelling and pain. It was further reported that an alleged damaged catheter was demonstrated on imaging causing anticancer agent leak. Reportedly, the device was removed and another device was placed. The patient was reported as stable.

Manufacturer narrative:
H10: manufacturing review: a lot history review was completed and identified that this is the first reported complaint for this lot number and this issue to date. Investigation summary: one x-port isp m.r.I. Plastic port with 8 fr s/l standard groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional testing were performed. Gross examination showed multiple puncture access to the port septum, tubing with clear and distinct depth markings, a distinct curve, a longitudinal split 3.49 mm length with a partial circumferential crease & c-crack (all between the 9/10) cm depth markings and a partial circumferential crease between the (10/11) cm depth markings. Necking was noted on the catheter tubing. The investigation is confirmed for the alleged subcutaneous leaking, presumably caused by holes split as well as the c-crack noted during evaluation. Four electronic photos were reviewed. The first photo shows a longitudinal split on the catheter, extending along the blue section of the catheter, an angular extension of the cut can be seen. The second photo shows the cathlock with some residue on it and some space between the cathlock and the port body. Some marks are visible on the cathlock but nothing that indicates a malfunction or a potential hazard. The third photo is another angle of the longitudinal split on the blue section of the catheter, the 10 cm depth marker can be seen in the photo. The fourth and last photo shows a circumferential c-shaped break/crack with its surface being very granular. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: d4 (expiration date: 04/2019); g4 h11: b5, d10, h3, h6 (device code, method, results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.